Event description:
It was reported that a small volume intermate was missing its winged luer cap. It was not specified when in the process this was noted. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between september 27, 2013 and september 28, 2013. Evaluation summary: baxter received the device for evaluation. A visual inspection identified that the winged luer cap was missing. Since the device was received out of its original packaging it is unknown if the cap was in the original packaging before opening. The cause of the missing component could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.